Event description:
The user facility reported while a physician was removing an esophageal stent that had migrated to the pt's stomach, the raptor grasping device became stuck inside the stent. Nurses were able to dislodge the grasping device. The physician cut the raptor below the handle to separate the grasping device from the scope and withdrew the endoscope. The pt was transferred to the operating room to have the esophageal stent and grasping device surgically removed, after which the pt's condition was reported to be good.

Manufacturer narrative:
The device involved in the reported event was discarded and could not be evaluated. The physician stated that he did not attribute the reported event to the raptor grasping device and that the device performed as expected.